Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The safety wire could not be released from the stent- the stent and delivery system was removed from the patient and the procedure could not be completed. The procedure has to be repeated at a later date as they did not have any other stock on hand.

Manufacturer narrative:
PMA/501k: k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Problem statement: safety wire wouldn't release from the stent. The safety wire could not be released from the stent- the stent and delivery system was removed from the patient and the procedure could not be completed. The procedure has to be repeated at a later date as they did not have any other stock on hand. A section of the device did not remain inside the patient¿s body. The patient did require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure needs to be repeated for effective placement of the stent. Additional information: q. What stage of deployment did the dr reach? Was the stent fully/partially deployed in the patient before needing to be removed? A. The stent was fully deployed and in the correct position, however the wire would not dislodge to allow for removal. Q. What stage of deployment did the dr reach? Was the stent fully/partially deployed in the patient before needing to be removed? A. The stent was fully deployed; while withdrawing the sheath it got stuck with the stent. Device evaluation: 1 x evo-22-27-9-d device of lot number c1321682 was returned. Upon evaluation of the returned device, it was noted that damage to stent possibly caused by lockwire holding stent attached to introducer system as introducer system is being removed. Device is still functioning as intended. Proximal kink to the handle and polyamide kink 16mm from yellow marker band may have occurred during transportation. Handle was not opened in lab as it functioned as intended. The customer complaint is considered to be confirmed based on customer testimony. Root cause: possible root cause may be physician/assistant possibly never pulled the lockwire to release the stent and perhaps did not recapture the stent. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. Document review: the evo-22-27-9-d device of lot number c1321682 is composed of irs0053 evo-22-27-9-d (introducer no stent), rmn 12-038 (enteral stent 90mm long, 22mm body diameter) and rmn 28-118 (safety-lock). A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-22-27-9-d of lot number c1321682 did not reveal any discrepancies in the manufacturing records that could have contributed to this complaint issue. Also, upon review of the work order all stents, tips and safety locks used in the manufacture of this lot were accounted for. There is no evidence to suggest that this issue affects the entire lot # c1321682; upon review of complaints this failure mode has not occurred previously with this lot# c1321682 . As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". Summary: there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
The safety wire could not be released from the stent- the stent and delivery system was removed from the patient and the procedure could not be completed. The procedure has to be repeated at a later date as they did not have any other stock on hand.

Manufacturer narrative:
PMA/501k: k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The safety wire could not be released from the stent- the stent and delivery system was removed from the patient and the procedure could not be completed. The procedure has to be repeated at a later date as they did not have any other stock on hand.